Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd accuri¿ c6 plus system spray of unknown fluid under pressure occurred from the sample intake probe. The following information was provided by the initial reporter: it was reported that the instrument leaks from the sip. Is instrument assurity linc enabled? No. Customer problem: instrument fails to take sample and leaks from the sip. Steps taken with customer/troubleshooting: confirming leak area and instruments failure to take sample. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the spray of fluid under pressure could not be verified. However, the root cause of the leak not contained within the accuri c6 plus instrument was due to clogs in the flow cell assembly. The fse (field service engineer) had confirmed this issue and replaced part# 660494 - assy flow cell ultem-2300 service. The fse also replaced parts 660484 - assy valve board diaphragm valves svc and 658480 - assy fluidics board pcba that were damaged due to the leak. No return sample was requested for evaluation because the replaced parts are not a returnable and were discarded. He also performed fluidic line cleaning, performance tests and calibration. After the repairs the instrument was running normally with no leaks. Although the type of fluid is unknown, with a potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. In addition, the customer reported the instrument was not being used for clinical diagnostic testing and the event of the leak was found during start up where no user was harmed or injured. Users are cautioned to wear proper ppe (personal protective equipment), especially handling biological waste, in the bd accuri c6 plus system user¿s guide. In regard to spray of fluid under pressure, the cytometer is a non-pressurized system. There was no evidence of fluid spraying and could not be replicated by the fse. Because of accuri¿s compact design, it does not use high pressure to move fluid through the system. Instead it uses peristaltic pumps to move liquid smoothly and accurately through the system, including the vacuum of waste. After the fse performed the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is severe, s4, however there was no impact to customer health or safety. Manufacturing device history record (DHR) review: DHR part # 660517 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Based on the investigation results the root cause was due to clogs within and around the lines of the flow cell assembly.

Event description:
It was reported that during use with a bd accuri¿ c6 plus system spray of unknown fluid under pressure occurred from the sample intake probe. The following information was provided by the initial reporter: it was reported that the instrument leaks from the sip. Is instrument assurity linc enabled? No. Customer problem: instrument fails to take sample and leaks from the sip steps taken with customer/troubleshooting: confirming leak area and instruments failure to take sample. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? Yes. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Unknown. 5. What is the source of leak/spill? (Waste or non-waste line) unknown. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.